Manufacturer narrative:
The remote service engineer (rse) advised the customer that both symptoms are flow-related and advised to perform a full performance verification testing and address any issues found. May need to replace the flow sensor assembly. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Multiple good faith efforts were made to obtain information regarding the repair, and operational status with no response from the reporter and therefore cannot be determined. A supplemental report will be submitted if new information is received.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported low leak co2 alarms with no circuit attached. There was no patient involvement.